Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk, bi-ventricular (bi-v) defibrillator, (B)(6) 2010; 6947-58, implantable tachy lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that there was early battery depletion. It was also noted there increased left ventricular threshold. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.